Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited undersensing and abnormal shocking impedance measurements out of range of 224 ohms. In addition, there was also migration observed. Subsequently, this lead was removed prior to pocket closure and replaced for a new lead. No additional adverse patient effects. The lead is expected to be returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited undersensing and abnormal shocking impedance measurements out of range of 224 ohms. In addition, there was also migration observed. Subsequently, this lead was removed prior to pocket closure and replaced for a new lead. No additional adverse patient effects. The lead is expected to be returned for analysis. Additional information provided indicates the cause of the migration and the high out of range shock impedance was not able to be determined. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of shock impedance high out of range, undersensing and dislodged or dislocated.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited undersensing and abnormal shocking impedance measurements out of range of 224 ohms. In addition, there was also migration observed. Subsequently, this lead was removed prior to pocket closure and replaced for a new lead. No additional adverse patient effects. The lead is expected to be returned for analysis. Additional information provided indicates the cause of the migration and the high out of range shock impedance was not able to be determined.